Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer has been experiencing low blood glucose. Customer stated that fire department was called to home due to low blood glucose. Customer was hallucinating and had a seizure. Customer stated that the insulin pump was not working correctly. Reviewed priming technique, priming is correct. The insulin pump will be replaced. Nothing further reported.